Manufacturer narrative:
Batch review performed on 27 august 2024 lot 2307222: (B)(4) items manufactured and released on 20-jul-2023. Expiration date: 2028-jul-03. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been sold with 1 similar reported event during the period of review. Please note that the previous case was trauma-related. Clinical evaluation performed by clinical affairs department a revision surgery was performed one month after the primary total hip arthroplasty (tha) due to a periprosthetic fracture. The patient reported pain despite no report of history of trauma. The available x-ray images clearly show a periprosthetic fracture likely involving the entire stem, along with possible subsidence of the stem, which also appears slightly tilted. Determining the exact cause of the issue is challenging: the subsidence may have occurred first due to slight undersizing and a lack of primary stability, potentially leading to the fracture. Based on the available information, no evidence suggests a defective or malfunctioning device.

Event description:
Revision surgery performed about 1 month after the primary surgery due to femoral bone fracture (fracture at the level of the tip). Stem and head revised. M-vizion stem implanted.